Event description:
It was reported that stimulation died last night. The patient recharged the implantable neurostimulator (ins) last night. When the patient woke up, this morning, it was depleted again. The patient was not experiencing a stimulation sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient saw a manufacturing representative and "she rebooted his implantable neuro stimulator (ins)." The patient's ins was going to be replaced on 12-jan-2015. The battery was getting low and it was considered normal battery depletion based on the age of the device. The patient was receiving therapy from his ins.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3550-09, lot # l82138, implanted: (B)(6) 2002, explanted: (B)(6) 2006, product type accessory; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).